Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the pediatric patient was asleep and had no symptoms. The cgm value was low and the patient's parent checked the bg finger stick which was 17 mmol/l. The parent turned off control iq on the tandem insulin pump and administered a 1.8 unit insulin correction through the pump. After treatment, the patient continued to display no symptoms and the blood glucose levels returned to normal. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.